Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported on (B)(6) 2015 that the thumb valve was leaking on the closed suction catheter. The respiratory therapist inserted the catheter into the patient, and right away noticed leaking from the valve. The catheter was taken off and replaced with a new catheter with no further issues. On 09/24/15 additional information was received that states it was noticed there was a loss of tidal volume when the closed suction catheter was connected. The catheter was changed out and the volumes returned to normal. No adverse event or patient information available.

Manufacturer narrative:
The device history record for the lot number, m5208t508, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The bushing was detached from the cone adapter. The components were viewed under ultra violet light. There was visible evidence of application of adhesive with optical brightener. It has the appearance of inconsistent application coverage. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).